Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Extensive nerve damage [nerve injury]. Severe and permanent physical injuries [injury]. Loss of balance [balance disorder]. Tingling in hands, arms, legs, and feet [paraesthesia]. Numbness in hands, arms, legs, and feet [hypoaesthesia]. Zinc toxicity [metal poisoning]. Joint and hip pain [arthralgia]. Dizziness [dizziness]. Weakness [asthenia]. Fatigue [fatigue]. Case description: an attorney reported that their client, a (B)(6) male, used fixodent denture adhesive, version unknown cream from 2008 through (B)(6)-2010 and super poligrip original beginning 2008 to present and reported the following: profound and permanent neurological injuries, extensive nerve damage, severe and permanent physical injuries, loss of balance, tingling in hands, arms, legs, and feet, numbness in hands, legs and feet, zinc toxicity, joint and hip pain, dizziness, weakness, and fatigue. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.